Event description:
Event description guidant received information that the patient with this device called technical services to inquire about a safety comunication letter that was received in the mail. Subsequently, guidant received information that a device memory disk was enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.